Manufacturer narrative:
Patient identifier: (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was implanted during a pelvic floor repair with uphold lite including hysteropexy and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2018, the patient was sighted with mesh exposure at the vaginal suture line of less than 1 cm. No treatment was given and the event has not yet resolved.